Event description:
It was reported that a preloaded multifocal intraocular lens (iol) was explanted from a patient's right eye due to patient experiencing ocular headaches, fluctuating vision while driving, halos at all times of day/night and very blurry near vision. It was noted that the device did not cause or contribute to the event. Refractions after cataract surgery were pre-operative: 20/25 -2 and post-operative: -0.75 sph. The replacement lens was a non-johnson & johnson light adjustable lens. It was indicated that lasik was done before explant in an attempt to keep the original implanted lens. There were no other surgical interventions such as sutures, no medication outside the standard of care was required and no patient injury reported. The patient outcome status is good and patient still going through post-operative healing period. No further information was provided. The patient underwent bilateral lens implantation. This emdr report pertains to the right eye, and a separate report will be submitted for the left eye.

Manufacturer narrative:
Section a4, a5 and a6: unknown, information was requested but not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. Section h6: health effect - impact code: 4625 - secondary surgical intervention (lasik) section h6: health effect - clinical code: 2137 - poor near vision; 2137 - visual acuity fluctuations. An attempt has been made to obtain missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: sep 2, 2025 section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection revealed that the lens was cut in half and coated in viscoelastic residue. The lens was cleaned and no issues were identified. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿lens cut¿ observed during product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.